Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA(B)(4). On (B)(6) 2015, the tss asked the customer to reboot the aia-360 and the di lis. The customer attempted to reboot the aia-360 and di three times, but was unable to connect to the lis interface. The customer was then referred to the lis vendor for further assistance. The most probable cause of the reported event was due to an interruption of communication with the lis.

Event description:
On (B)(6) 2015 , a customer reported error 1013 astm timeout error. Unable to run bhcg, e2 and prog samples. A technical support specialist (tss) asked the customer to reboot the aia-360 and data innovations (di) laboratory information system (lis). There was no indication of patient intervention or adverse health consequences due to the delay in reporting.